Event description:
International affiliate reports pt presented with symptoms of infection noted as increased c-reactive protein level our days following laminectomy. The pt was discharged two weeks post-op and again presented with increased crp level one week later, pt was prescribed antibiotics. A direct connection between the patient's symptoms and the used reservoir cannot be confirmed.